Event description:
On 9/2/00 the subject was admitted to the hosp for the treatment of hyperglycemia with a laboratory blood glucose in the 1200mg/dl range (18:00) and a hosp meter reading of hi (meter brand unk). Prior to hospitalization on 9/1/00, the subject's blood glucose per the one touch basic meter was 62mg/dl (7:00) and 164mg/dl (16:00). The subject's blood glucose per the one touch basic meter was 164mg/dl (7:00) and the subject did not take their insulin. The subject was not feeling well and was taken to the hosp (18:00).